Event description:
It was reported that the pump was not working. Per additional information received on (B)(6) 2022, it was determined to be circulation pump failure. Biomed would order and replace onsite. There was no patient involvement reported

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the pump was not working. Per additional information received on 21nov2022, it was determined to be circulation pump failure. Biomed would order and replace onsite. There was no patient involvement reported.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. A device history record review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.